Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025 on (B)(6) 2025, it was reported that the patient was shaky and sweaty. The patient¿s cgm value on his tandem insulin pump (in a closed loop mode) was in the 300s mg/dl and the bg meter was reading in the 50s mg/dl. The patient self-treated with juice. At an unspecified time later, the patient lost consciousness at his assisted living facility. On (B)(6) 2025, the patient was found unconscious, and emergency medical services (ems) was called. It can not be confirmed how long the patient had been unconscious. Ems tested the patient¿s bg meter reading, which was 20 mg/dl and treated him with IV d50. There was no cgm comparison value reported at this time. He was then transported to the emergency room (ER). At the ER, the patient was treated with d50 and d10. The patient was discharged on (B)(6) 2025. He was back at the assisted living facility and doing ¿fine¿ at the time of follow-up. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.